Event description:
It was reported that in 2008 at 18:00 hours patient (pt.) Was in intensive care unit and intra-aortic balloon (iab) was being prepped per instruction. Md inserted sheath via left groin and iab was inserted without incident. After iab was inserted, pt. Was moved to cardiac care unit. At 1:30 in the next day, the high baseline alarm rang and pump suddenly stopped. Rest button was pushed and system error 1 alarm rang. Alarm was unable to be stopped "regardless of reset in power supply" so nurse phoned clinical engineer. Clinical engineer was unable to resolve problem on pump and as a result, pump was exchanged off pt. Going forward a pump from zeon medical inc was used until iab therapy was complete. Strips were sent to complaint management on 08/26/08. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.